Event description:
It was reported during an initial hip procedure that the 12mm stem subsided into the femur. It did not sit proud or at the level where the broach had been placed. The surgeon then obtained an x-ray, which confirmed that the broach appeared well positioned in the canal. However, after placing the 13mm stem, it was noted to be 3-4 mm below the position of the broach. The 13mm stem was kept. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - stem. The customer indicated that the surgeon did not approve the return of the reported product; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.